Manufacturer narrative:
Based on the available data files, the root cause of the event was determined to be a benzalkonium interference which is a known interferent for the sodium sensor as per the rp500 operator's manual.

Event description:
Customer indicated that sometimes instrument reports sodium results lower than the laboratory results. There was no report of injury due to this event.